Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been transported by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 950 mg/dl while wearing the pod symptoms reported include hyperglycemia and vomiting. The patient was admitted to the intensive care unit and treated with insulin; he could not recall any additional potential symptoms or medical treatment associated with this event. The patient was released after spending 16 days in the hospital. Upon removal of the pod, the cannula was found bent and this pod was eventually discarded.